Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: a portion of mesh was removed on (B)(6) 2009 due to mesh erosion through urethra, urinary tract infection and other complications. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation on (B)(6) 2005 due to stress urinary incontinence and urethral hypermobility. Following insertion the patient experienced back pain, bladder infections, incontinence, dyspareunia and intercourse nearly impossible. It was reported that on (B)(6) 2010 the patient had urinary incontinence, intrinsic sphincteric deficiency, urethral hypermobility and mid-urethral sling with mesh. (B)(4) ¿ dyspareunia.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary tract infection. It was reported that patient underwent mesh excision on (B)(6) 2009 by dr. (B)(6) due to eroded mesh.